Manufacturer narrative:
The device history record for the reported lot number, aa4174n22, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The original packaging was not returned with the device. The molded head tube and balloon exhibited a yellow discoloration. Both the jejunal and gastric feed ports were viewed under magnification and the duck bill valve slits were open. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating the low-profile transgastric-jejunal enteral feeding tube leaks. The patient's family member was instructed to use a slip lock syringe to inflate the enteral feeding tube balloon. The balloon was filled with 5ml of distilled water. The device was in use for 48-days prior to the event. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
(B)(4). Method code: actual device not evaluated, results code: no results available since no evaluation performed, conclusions: device not returned. The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. (B)(4) health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) health complaint database and identified as complaint (B)(4).